Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was shown incorrect bed location. A technical support specialist (tss) dialed into the station and the server. Device details, unit, location, and room configuration were all verified as correct. It was observed that the bed information displayed as a on the server instead of b. The customer was contacted and asked to coordinate with the admit discharge transfer team to update the bed information correctly to bed b so it would reflect properly on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the patient shown incorrect bed location. However, there were no delays or adverse events or injuries reported based on this event.